Event description:
Approximately one month after uneventful cataract surgery with the crystalens iol, the patient presented with a decrease in visual acuity. The physician examined the patient and determined that the iol had vaulted. The lens was repositioned, however, the following day the iol, vaulted a second time. The physician then explanted the lens and replaced it with another crystalens. The physician attributed the event to capsular contraction syndrome. It is unknown whether or not the device malfunctioned.